Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the c-ring broke off the vasoview hemopro 2 and fell into the pt's leg. The c-ring was retrieved with the device. There was a five minute delay in the case. A replacement device was used to complete the procedure. The hosp did not report any pt effects.

Manufacturer narrative:
The device was returned to the factory for eval. It showed signs of clinical usage and evidence of blood. A visual inspection determined that half of the c-ring and the scope washer tube were missing from the cannula and not returned. The c-ring assembly was inspected under a microscope; the c-ring displayed signs of exposure to heat at the fracture site. This type of failure is consistent with the application of heat from the hemopro tool while in close proximity with the c-ring assembly. Based upon the eval results, the reported complaint was confirmed for c-ring fracture due to heat exposure. A lot history record review was completed for the reported product lot number. There was no non-conformance recorded in the lot history. Internal corrective action (wy-2013-80) issued for this failure mode. (B)(4).